Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set tubing detachment occurred on (B)(6) 2026 while sleeping. The patient stated that the adhesive had come off due to crimpling over. The location of detachment was quick release/site connector. The site location was right abdomen. No further information available.